Manufacturer narrative:
An event of device embolism was reported. Images were received for examination and were reviewed by medical afffairs which showed the device on the day of implant and after it had embolized to the aorta. The images showed that the tee measurements aligned with the IFU, however the depth measurement was missing. It appeared that the device was repositioned several times due to sub-optimal orientation of the amulet lobe. The final position appeared better seated, but the device did not appear overly compressed on fluoro and therefore a larger size may have been considered for implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the physician thought that the embolism was due to changes in left atrial pressures post procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant utilizing an unknown delivery system. Sizing was determined via transesophageal echocardiogram (tee), and angiography. Dimensions were as followed: laa orifice minimum diameter - 23mm, laa orifice max diameter - 26mm , landing zone minimum diameter -13mm, landing zone max diameter -16mm, depth -22mm. The device was implanted successfully. On (B)(6) 2023, the patient felt left leg pain. It was suspected that the device had detached and embolized, but not confirmed. The leg pain was managed and the patient was discharged. On (B)(6) 2023, the patient returned with a resurgence of leg pain. The device was observed to have completely detached and embolized to the descending aorta. There was partial obstruction to blood flow in the descending aorta above the bifurcation. The device was retrieved via femoral access and laparoscopic forceps. After retrieval, the leg pain resolved. In the physician's opinion, an acute change in left atrial pressures caused the embolization within an hour post procedure.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant utilizing an unknown delivery system. Sizing was determined via transesophageal echocardiogram (tee), and angiography. Dimensions were as followed: laa orifice minimum diameter - 23mm, laa orifice max diameter - 26mm , landing zone minimum diameter -13mm, landing zone max diameter -16mm, depth -22mm. The device was implanted successfully. On (B)(6) 2023, the patient felt left leg pain. It was suspected that the device had detached and embolized, but not confirmed. On (B)(6) 2023, the device was observed to have completely detached and embolized to the descending aorta. There was partial obstruction to blood flow in the descending aorta above the bifurcation. The device was retrieved via femoral access and laparoscopic forceps. After retrieval, the leg pain resolved. In the physician's opinion, an acute change in left atrial pressures caused the embolization within an hour post procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.